Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation for long time (event date unknown). The patient denied reprogramming/troubleshooting the scs system and requested for an explant. Surgical intervention will be taken at a later date to address the issue.

Event description:
Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019. The ipg was explanted (see reference MFR. Report#: 1627487-2019-03282), but the leads remained in-situ.